Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she had unexplained high blood glucose. Customer was taken to the emergency room and was hospitalized. The blood glucose reading was 153 mg/dl. Customer stated that her glucose meter was not working correctly it was giving incorrect readings. Nothing further was reported.